Event description:
Patient stated she filled the device with 200 units of insulin and never received the double beep afterward but proceeded to place it on her arm after the priming process, following all prompts on the pdm. On the third day of wear she started to experience a fast heart rate and was taken to the emergency room. The device was removed and she was placed on an IV drip. The patient stated she never received any kind of alarm, however, the alarm history in the pdm for (B)(6) 2011 shows "pod expiration advisory 10 unit alert" at 6 am and "pod expired" at 9 am. The patient reported that she was supposed to change her pod at 1am at (B)(6) 2011. When she was checked at the emergency room she stated her blood glucose was over 500 mg/dl. The patient reported that she is now feeling well and her bg has decreased to 168 mg/dl, but she's still in the hospital.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition contributed to the reported high blood glucose and subsequent hospitalization. No product lot number was reported, so product lot qualification records could not be reviewed. The omnipod user's guide advises that "if you have filled the pod with more than 85 units and still do not hear the 2 beeps, call customer care, (B)(4) (from outside the united states, (B)(4))," and that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."